Event description:
A report was received from the USA, stating that the device could not secure the cutter. It is unknown if the device was used during surgery. It is also unknown if there was user or pt injury or medical intervention. No additional info available.

Manufacturer narrative:
The device has been received by dupuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info should become available, a supplemental report will be sent. (B)(4).